Manufacturer narrative:
Additional narrative: correction: the returned date to manufacturer was documented as october 16, 2015 in the follow up report. It has been updated to october 26, 2015. Device evaluation: upon complaint review, it was determined that the device evaluation needed clarification. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the hose had a tear near the swivel. It was determined tha the tear was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or by exerting extreme force on the hose during cleaning or use. This was further defined as component damage caused by user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event: it was reported that during an unspecified surgical procedure, it was observed that the hose on the foot control device ruptured while in use together with the motor device and the attachment device. There was a ten minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose was ruptured. An assessment was performed on the device which found that the hose had a tear in the hose near the swivel. The hole (tear) in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. Therefore, the reported condition was not confirmed. The assignable root cause was determined to be due to user error / abuse and possibly misuse. An assessment was performed on the device which determined the unit meets all manufacturers¿ functional specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.